Manufacturer narrative:
Standard dislcaimer on file.

Event description:
A pt had a hypoglycemic incident after being given 10 units of insulin(rather than her usual 5) based on a reading from the suspect device. Lab comparison's performed one and two days prior to the event showed agreement between the suspect device and the lab.